Manufacturer narrative:
The component's manufacturing history did not indicate any deviations or other potential anomalies.

Event description:
One of the temporary fixation pins used for the tracking references on the femur and two on the tibia broke at their tips during a navigated knee replacement surgery in france. The surgeon elected to leave the broken tips of each of the respective pins embedded in the patient's femur and tibia. The surgery was completed without any reported further effects.